Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited 2:1 block pattern due to auto post ventricular atrial refractory period (pvarp) falling into blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.